Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the guidewire broke during implant insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. One unpackaged ar-3638-1 was received for investigation. Upon visual evaluation, it was noted that that the device was received disassembled. The tails of the sutures had crimping on the ends. Functional testing noted that the device functioned as intended. No problem found.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-3602-2 was received for investigation. Upon visual evaluation, it was noted that that the device was received disassembled. The tails of the sutures had crimping on the ends. Functional testing noted that the device functioned as intended. No problem found.